Manufacturer narrative:
It was previously reported that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging the device will not turn on/device not functioning. Patient reported they experienced difficulty breathing. Patient reported they were on the unit at the time of the event. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received from the patient has been experiencing sinus infections since the last few months. Patient also alleges gum issues/infections and had antibiotics prescribed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was previously reported that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging the device will not turn on/device not functioning. Patient reported they experienced difficulty breathing. Patient reported they were on the unit at the time of the event. No medical intervention was required by the patient. Additional information received from the patient has been experiencing sinus infections since the last few months. Patient also alleges gum issues/infections and had antibiotics prescribed. Section(s) b1, b2, has changed related to the complaint changing from the reported product problem to adverse event. Section h1 has changed to reflect a adverse event. Section h6 health effect- impact code has been updated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging the device will not turn on/device not functioning. Patient reports they are experiencing difficulty breathing. Patient reports they were on the unit at the time of the event. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturers investigation is ongoing. A follow up report will be submitted when the manufacturers investigation is complete.